Manufacturer narrative:
Ge healthcare¿s investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a5 and a6: no information provided. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
The hospital reported a patient was connected to an aisys cs2 when it was alleged the patient could not be ventilated. It was reported the patient desaturated to 55%. The patient was disconnected from the unit and ventilated via an ambu bag. Oxygen saturation level recovered to 87%. There were no reported patient sequelae.

Manufacturer narrative:
Ge healthcare¿s (gehc) investigation has been completed, and the root cause could not be determined. The gehc field engineer was unable to duplicate the reported issue, and the system passed all required testing with no issues identified. The potential root causes and contributing factors include breathing-circuit issues such as leaks, kinks, low-pressure conditions, or occlusions, as well as possible apl valve-related factors. Patient-related conditions also remain potential contributors. However, there is not enough information to determine a root cause. Therefore the root cause for this investigation is undetermined. The risk analysis determined that no additional mitigations are available to reduce the risk, and the risk has been reduced as far as possible. No further actions are planned by ge healthcare.